Manufacturer narrative:
Batch review performed on 18 september 2017. Lot 157872: (B)(4) items manufactured and released on 21 april 2016. Expiration date: 2021-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the stem did not osseointegrate. The surgeon believes this is due to patient anatomy/biology. The surgeon revised the stem and head. The surgery was completed successfully.